Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient's system was unable to exit MRI mode due to the patient losing their controller. Troubleshooting was attempted by manufacturer representatives to no avail. Surgical intervention took place wherein the system was explanted to address the issue.

Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.